Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. (B)(4). Visual evaluation of the returned complaint device revealed the black exit marker on the catheter to be loose. Functional testing was performed; the device was successfully advanced through the entire working length of the scope. The complaint that the device could not be advanced through the scope was not confirmed. However, the condition of the returned incident device is consistent with forced catheter advancement, indicating difficulty advancing the device was experienced. The most probable root cause for this event is operational context; this failure occurs when anatomical or procedural factors encountered during the procedure limit the performance of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during a procedure (procedure name and date, and patient, age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon would not advance down the scope. It was confirmed that no visible issues were noted to the device. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigations results revealed the exit marker on the catheter of the device to be damaged, therefore this is now a reportable event.